Event description:
It was reported that a revision surgery was performed due to wear and loosening.

Manufacturer narrative:
The purpose of this investigation was to examine the as-received implants visually and microscopically. In addition, wear of the liner was estimated using silicone mold replication. No destructive testing was carried out. Damage was observed on the surface of the femoral head. Sem/edax spectrum analysis of these regions revealed signs of titanium and aluminum, indicating that contact between the head and the ti-alloy acetabular shell occurred during either in-vivo use or implantation/extraction. Damage was also observed on the underside of the femoral head. This damage is believed to have occurred during removal of the head from the stem as sem/edax spectrum analysis revealed signs of stainless steel in this region. Bone cement was adhered to portions of the backside of the liner. Damage/scratching observed on the face of the liner may have occurred during removal of the liner from the shell during revision surgery. Burnishing and scratching were observed on the articulating surface of the liner. Total linear penetration was estimated to be 3 mm using silicone mold replication. The articular surface of the returned liner showed no unexpected features. Cases involving similar amounts of linear penetration for non-crosslinked uhmwpe at ¿ 6 years have been reported in the literature.